Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.